Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was a stenosed mid lad. A 2.5 x 12 mm voyager was used for re-dilatation, then the 3.0 x 23 mm xience v stent was implanted. While deploying the stent, a dissection was observed at the distal end. The dissected area was covered with a 3.0 x 18 mm xience stent. There were no add'l reported pt effects. No add'l event or pt info is available.